Manufacturer narrative:
The manufacturer previously reported information regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device overheated. Additionally, the patient alleges inhaling particles and gases. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at pil, foam particles were observed. There was a total 4 errors displayed in the error log. Additionally, there was dust contamination found in the device

Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device overheated. Additionally, the patient alleges inhaling particles and gases. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete